Manufacturer narrative:
(B)(4).it is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Unclear if device is available.

Event description:
Affiliate reported that complaint was not previously reported until now. Hospital is reporting that there was a hole noted in the tubing which surgeon believes that caused infection. No other details provided. It was noted that there was no impact during the case. Unclear if the device will be returned for investigation. Alert date (B)(6) 2014 is being used as the event that occurred in may that was not initially reported to j&j was mentioned in complaint (B)(4). Details of the complaint were just received on (B)(6) 2014. More information is expected.